Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for etoh2 ethanol gen.2 (etoh) on a cobas 6000 c (501) module - c501. The sample initially resulted as 0.04 g/l and this value was reported outside of the laboratory. Since the patient appeared to be drunk and smelled of alcohol, the sample was repeated with a result of 3.22 g/l. The heparin tube of the sample was repeated, resulting as 3.16 g/l. The serum tube of the sample was also repeated, resulting as 3.20 g/l. No adverse events were alleged to have occurred with the patient. The etoh reagent lot number was 259608. The reagent expiration date was asked for, but not provided. The field service engineer performed maintenance and decontaminated the analyzer. He ran photometer checks before and after maintenance. Precision testing was also performed. Calibration signals are consistent. Quality controls are mainly within range between 01-jul-2017 and 04-oct-2017. As calibration and controls are acceptable, a general issue with the reagent or instrument can be excluded. Upon review of the alarm trace, frequent abnormal sample aspiration alarms occurred between (B)(6) 2017. These alarms suggest contamination of the probe, therefore a pre-analytic sample handling issue is most likely. Photometer checks were within specifications. Precision of the glucose parameter was found to be higher than expected and suggests possible sample pipetting issues. The most possible causes of the observed issue are foam on top of the sample, sample quality, or a clotted/contaminated sample probe.